Event description:
It was reported that during the implant procedure, the device was interrogated and found to be at elective replacement indicator.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the device was received sealed in the inner tray and had not been opened. No anomalies were found.